Event description:
The pt received his scs system consisting of an ipg and lead on (B)(6) 2006. It was reported that in (B)(6) 2007 the pt plugged a radio into an outlet and experienced an overstimulation sensation. It was reported he jerked and then lost stimulation. Lead impedance measurements were taken and were invalid for all contacts. The physician explanted and replaced the lead on (B)(6) 2007. The explanted lead was not returned to ans for evaluation. Follow-up on the pt found no further issues reported.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.